Event description:
A nurse reported that the vitrectomy probe had no cutting and the aspiration was normal before vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened probes were received with tip protectors, in a tray with other items. Sample #1 was visually inspected and found to be non-conforming with dried white foreign material on the port face and needle. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. Sample #2 was visually inspected and found to be non-conforming with dried white foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and was non-conforming for cut. Sample #2 was then disassembled, and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at a couple locations along the inner cutter. Photos of the pak label are attached to the parent file and have been reviewed by the investigation site. The product and lot information seen match what was reported. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that sample #1 had a cut failure. The evaluation confirms that sample #2 had a cut failure. The exact root cause of the cut failure of sample #2 cannot be determined from the evaluation performed. The reported event was not confirmed in sample #1 and the exact root cause of the cut failure in sample #2 could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).